Event description:
This lead was capped due to poor sensing and capture as a result of it having pulled back from the apex. There were no adverse events reported for this patient, and there device remains at the hospital. Should additional information become available this file will be updated.